Event description:
It was reported that the customer is deceased. The customer was wearing the pump when they passed away due to a self-induced insulin delivery. It was mentioned that the customer was found with excess boluses. It was stated that the doctor does not believe the device malfunctioned.